Event description:
It was reported the pt had developed a hematoma at the lead site. It was also reported the pt had no use of his legs. The doctor decided to explant the pt's scs system. Sjm was made aware of the event of the event on (B)(6) 2012. The explanted product was discarded by the surgical facility. The pt is regaining use of his legs. Attempts to gather add'l info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.